Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 months . The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient suffered a stroke. A head CT scan was performed due to slow neurological recovery after ventilation. The scan showed new areas of infarction in the brainstem, anterior and posterior circulations that could be related to embolic stroke along with scattered hemorrhage pronounced in the left anterior frontal and mesial temporal lobe. Intravenous heparin was stopped and the patient was only on aspirin.